Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced an infection manifested by weakness, feeling ¿sick to the stomach¿, and murky effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event seven days after the onset of the symptoms. The patient was treated with unspecified antibiotics for this event. The patient was discharged from the hospital after nine days. Twelve days after they were discharged, the patient experienced severe abdominal pain and went to the emergency room (ER). The patient was sent home on the same day as the ER visit. Four days later, the severe stomach pain worsened and the patient was admitted to the hospital. On a later unreported date, the patient¿s drain bag was cloudy. During hospitalization, a peripherally inserted central catheter (PICC) line was placed for intravenous antibiotics. The patient was then started on a unreported date on two unspecified antibiotics. Four days after hospitalization, the patient¿s catheter was removed and the patient started on hemodialysis. The patient was slow, weak, tired, and confused at the time of the report. The patient was still hospitalized and recovering at the time of the report. No additional information is available.